Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited low out of range shock impedance measurements. Which was believed to be caused by an insulation issue around the pocket. Troubleshooting options were discussed and rv lead revision was recommended. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).